Event description:
It was reported that the physician successfully performed two passes with retrieval device to treat a right internal carotid and middle cerebral arteries occlusion. The patient had a thrombolysis in cerebral ischemia score of 1 after treatment. An extensive right lenticular nuclei hemorrhagic infarction was confirmed after the procedure. Surgical decompression was performed to treat the hemorrhagic infarction. The physician stated that ¿it is unclear the relation between the device and the hemorrhagic infarction¿. However, it is possible that the hemorrhagic infarction may be caused by using the subject retrieval device.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the physician successfully performed two passes with retrieval device to treat a right internal carotid and middle cerebral arteries occlusion. The patient had a thrombolysis in cerebral ischemia score of 1 after treatment. An extensive right lenticular nuclei hemorrhagic infarction was confirmed after the procedure. Surgical decompression was performed to treat the hemorrhagic infarction. The physician stated that ¿it is unclear the relation between the device and the hemorrhagic infarction¿. However, it is possible that the hemorrhagic infarction may be caused by using the subject retrieval device.